Manufacturer narrative:
Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damage to the system monitor (serial number: (B)(6) was confirmed via investigation of the returned product. Upon initial inspection, it was noted that the case of the system monitor was damaged. The system monitor was connected to a mock circulatory loop but did not power on as intended. The unit was opened, and it was found that a fuse on the main printed circuit board (pcb) was electrically compromised. The fuse was replaced, and the unit booted up as intended. At this time, it was noted that the touchscreen was not interpreting touch inputs correctly. The issue was traced to a dc-ac inverter board. The board was replaced with a known working board, and the unit functioned as intended. The root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) (rev. G) under section 4, entitled ¿system monitor¿, describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate iii patient handbook (rev. G) and heartmate iii instructions for use (IFU) (rev. G) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1, address line 1: (B)(6). Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor had damage.